Manufacturer narrative:
This complaint was opened by smith+nephew to document a patient complication identified through the review of clinical evidence from post market clinical data collection activities that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. (B)(4).

Event description:
It was reported that, patient underwent a calcaneus fracture that required open reduction and internal fixation on (B)(6) 2017. Approximately fifteen (15) months after this procedure, patient required revision surgery due to unspecified symptomatic hardware complication. The outcome of this patient is unknown. This incident was noticed in a retrospective post-market clinical follow up activity (pmcf) where anonymized data summarizing outcomes were gathered retrospectively; therefore, additional information is not known.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, the patient required a revision procedure approximately 15 months post calcaneus fracture orif (open reduction and internal fixation) due to an unspecified symptomatic hardware complication. The patient outcome is unknown. This information was provided from data collection activity associated with a retrospective post-market clinical follow up activity (pmcf) and additional information is not known. As the date of this medical investigation the requested supporting documentation has not been provided. Without the patient specific documentation, contributing clinical factors could not be definitively concluded. The impact to the patient beyond the reported unspecified hw complication with subsequent revision cannot be determined. No further medical assessment could be rendered at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no factors that can contribute can be delineated. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.